Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's sister reported that on (B)(6) 2016 at 5:00 am customer's adc blood glucose meter had a blank screen so customer could not test. It was further reported customer was "sweating and dizzy", had a "headache, fast heartbeat, blurry vision, irritability and subsequently lost consciousness". Paramedics were called and upon arrival initiated an intravenous infusion of glucose. There was no report of death or permanent injury associated with this event.